Event description:
Caller reported that the pt was seen at emergency with shortness of breath. An xray was taken and determined his tracheostomy tube had a fracture and was removed. Customer reported that the xray showed that trach tube had fractured and bottom part of tube was in right bronchus. Customer reported the piece was removed without further incident and a new trach installed. Customer confirmed pt is ok and returned to nursing facility.

Manufacturer narrative:
If the sample is received, a summary of the investigation will be provided in a supplemental report. Applicable 510k cannot be confirmed since product ID is unk.